Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that cardiac compass displayed invalid data and that a warning was alerted for low impedance on the right atrial (ra) lead. The lead and implantable pulse generator (ipg) remain in use. No patient complications have been reported as a result of this event.